Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor power was too low, the device had lack of power and the trigger was blocked. It was further determined during the pre-repair diagnostics assessment that the device failed for check the attachment coupling, check attachment coupling with attachments, check reverse locking mechanism, check the power with test bench: min. 110 to 160 w and for check starting behavior. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from france that the trigger was blocked on the compact air drive device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.